Event description:
Mechanical lithotriptor being used to attempt crush of common bile duct stone. Basket opened & encased the stone, then unable to close the basket. Unable to remove the basket from the ampulla & in the attempt, the basket came off. Laparotomy done to remove the basket & several large common duct stones.